Manufacturer narrative:
The reported event was inconclusive. The device was not returned. It was reported that the nicu nurse getting low flow alerts. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting low flow alerts. Flow rate (fr) was 0.2lpm. Guided to system diagnostics showed that the system hours were 1070, pump hours were 928, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 17 percentage, flow rate (fr) was 0.3lpm. Disconnect and reconnected pads using proper technique with no change to flow rate (fr). They had another device in the room, so they emptied the pad and swapped to that one (dygfal044). Flow rate (fr) was went to 1.2lpm. Explained correlation between heater capacity and flow rate. When they emptied the pad on the previous device they got an empty pads not complete alert. Recommended sending this device to biomed to have them check the circulation pump. Per follow up information received via task on 05jan2026, transferred to the biomed who denied receipt of this device and would contact nicu for information

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting low flow alerts. Flow rate (fr) was 0.2lpm. Guided to system diagnostics showed that the system hours were 1070, pump hours were 928, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 17 percentage, flow rate (fr) was 0.3lpm. Disconnect and reconnected pads using proper technique with no change to flow rate (fr). They had another device in the room, so they emptied the pad and swapped to that one (dygfal044). Flow rate (fr) was went to 1.2lpm. Explained correlation between heater capacity and flow rate. When they emptied the pad on the previous device they got an empty pads not complete alert. Recommended sending this device to biomed to have them check the circulation pump. Per follow up information received via task on 05jan2026, transferred to the biomed who denied receipt of this device and would contact nicu for information.